Manufacturer narrative:
Batch review performed on 15 april 2016: lot 143429: (B)(4) items manufactured and released on 04 august 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 18 april 2016 the medical affairs director made the following analysis while checking the x-ray: tha revision 1,5 years after primary. According to report, a possible cause in the surgeon's opinion was the excessive length of the two screws used to stabilize the acetabular cup. This is possible but there is no indication that this is the root cause. In the only projection available, the screws look a little long but correctly implanted; it is possible that they were misplaced but this could only be verified in a lateral projection. A rather long screw is not necessarily a cause for pain. The root cause for this failure cannot be determined with the available information.

Event description:
The patient had pain in the hip. Probably both the screws are too loong.

Manufacturer narrative:
On 20 june 2016 it was prepared a final report with the information already submitted in the initial report. On the same date the report was sent to the initial reporter and the case was closed.